Manufacturer narrative:
Section d2 product code was changed from ksj to lom. This was necessary to correct an error in the initial report. Complaint trending report review for the architect hbsag qualitative ii assay determined that there were no trends associated with the complaint issue. Return testing was not completed as returns were not available. Since the reagent lot was not provided lot specific analysis could not be performed. To evaluate the performance of the architect hbsag qualitative ii assay worldwide field data was evaluated. The median patient result for all on market lots for samples within the range 0.8 to 5.25 s/co falls within established baselines and confirms no systemic issue for the product. A review of the product quality history for the assay did not identify issues associated with issue. Additionally, labelling was reviewed and found to adequately addresses the current issue. No systemic issue or deficiency of the architect hbsag qualitative ii assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect (B)(6) qualitative ii, list 2g22, that has a similar product distributed in the us, (B)(6), list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided. Refer to related manufacturer report numbers 3002809144-2020-00132 for the device evaluation of the architect (B)(6) assay and 3002809144-2020-00131 for the device evaluation of the architect (B)(6) igm assay.

Event description:
The customer obtained false negative architect (B)(6) results for one donor. The customer indicate the sample generated positive results for (B)(6) (258.05 miu/ml) assays from roche. No impact to patient/donor management was reported.